Event description:
The patient reported that she experienced insulin leaking from the luer lock connection to the adapter. She stated that she began to feel "awful" and had a headache. She reported that she noticed something "loose". She noticed a strong insulin smell. She tested her blood glucose and it was 550 mg/dl. Her recommended range is 100-150 mg/dl. She stated that she switched to her back up infusion device and bolused to reduce her blood glucose value. At the time of the call, the patient's blood glucose was 411 mg/dl. The patient did not report requiring medical assistance from a healthcare professional or second party to address the issue. It was determined that the luer lock connection had become loose from the adapter. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.